Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 300.2 mcg/day) via an implanted pump. It was reported that the patient had a fluid collection in the spine and a decrease in efficacy. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed was noted to be ¿aspirated and refilled¿. The action taken to resolve the issue was that the catheter was explanted and a new catheter was placed. It was noted that the explanted catheter had a leak, and that the healthcare provider had no further information to provide regarding the event.